Event description:
Information received from the (B)(6) clinical database.treatment of an interior carotid artery (ica) sidewall aneurysm. It was reported that the patient underwent embolization procedure in 2011 and subsequently had an onset of left handed clumsiness and tingling sensation that was likely related to the procedure and/or placement of the pipeline device with a small cortical ischemia.it was reported the patient's condition resolved on (B)(6) 2011 with no other complications.

Manufacturer narrative:
The devices involved in the procedure will not be returned for evaluation as they were implanted in the patient.the other device involved in the procedure is:model#: fa-77375-14 / lot#: not reported / dom: n/a / exp: n/a.(B)(4).